Event description:
The manufacturer received information in relation to a ds2adv auto CPAP unit. The patient has alleged to asthma (new or worsening), lung disease. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.